Event description:
Here are several examples of reported issues where the device easily disconnected: 1. Found patient standing with walker in bathroom washing up. The hemovac drain was found on floor, disconnected from most distal connection point next to drain. Patient assisted back to bed with stand by assist. Tubing cleansed with chlorhexidine, allowed to dry, reconnected and bulb recompressed. Hemovac attached to patient gown. Patient stated he had forgotten about the drain, needed to use the restroom and the drain got caught on the bed. 2. Hemovac to r [right] back disconnected at distal point from patient. Disconnected ends were cleaned w alcohol swabs and reconnected. Hemovac was compressed. Hemovac is draining properly. 3. Hemovac on patient not working correctly. Traced drain and still properly connected to the patient and appears to be in place however the hemovac will not stay compressed and immediately pops back to gravity drainage. 4. Patient walked independent from bathroom back to bed. Patient accidently sat on tubing, and it disconnected at "y" site. Drain ends cleaned and covered until md response note: actual devices involved were discarded so we don't have the actual lot numbers. It has been a widespread issue that has spanned my lots. We could provide similar new devices that we have in stock for investigation, if needed.